Event description:
Caller reported a tandem mobi cartridge alarm, specifically cartridge alarm 30, which occurred during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the issue and decided to replace the pump. They instructed the caller on returning the faulty pump and about steps to take upon receiving the replacement, which included putting the pump into storage mode and using mdi as a backup therapy until the new pump arrives. The replacement pump will come with updated software, and the caller understood all instructions provided.